Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the cable & housing has no damage. A functional evaluation revealed handpiece sensor fault. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an arthroscopy, the motor drive unit showed a handpiece sensor fault error. Surgery was completed after a surgical delay greater than 30 minutes, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
(B)(4).